Event description:
During dialysis set up and treatment, the following events occurred: connection cap on the arterial line came off while trying to recirculate to "pull 300". Had to reprime arterial line with normal saline.